Event description:
It was reported that the caller was updating the time and settings on their device. There was no adverse impact to the customer¿s blood glucose level as previous settings did not result in levels above 500 mg/dl or below 54 mg/dl. The customer was assisted by technical support in updating the pump time and was advised to monitor for any recurring time discrepancies, which the customer understood and acknowledged.